Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. This information is being submitted to comply with the requirements of 21 cfr 803. Follow up will be sent in as soon as internal report is available. If no further information is available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4). User's narrative: after placing the catheter, it was not possible to inject the anaesthetic liquid through the catheter itself which was blocked. The user, therefore, replaced the device and the following 2 catheters from the same lot had the same problem. A fourth catheter belonging to a different lot finally worked properly.